Event description:
I recently purchased the womb music heartbeat baby monitor from (B)(6) and at the first attempt of usage something seemed like it short circuited and shocked my belly really hard. I was in intense pain right away. It was almost like a shock with a burning sensation. I didn't know this at first but as soon as I reported this to my family dr, she told me about these fetal dopplers and that they shouldn't been used without a medical professional's supervision. At this point I couldn't help to think about the safety and health of my baby. I was really worried that the shock could have harmed my baby. But I will not know this until my baby is born. I was curious at first when I purchased this item thinking whether it would need a prescription or not. Only after I used it I realized that it was a prescription medical device that was actually manufactured by (B)(4). My dr strongly advised not to use it and make sure to never buy something like this from (B)(6). I was really worried and disappointed at the same time to realize that something like this was readily available for me to purchase.